Event description:
The device was returned for preventive maintenance. There was no patient involvement. No product issues were reported by the customer. However, the service report indicates a failed stim board.

Manufacturer narrative:
(B)(4). Device not cleared in us, but similar device is available. The product analysis indicates that the device did not pass the external trigger testing, which fell below the prescribed parameters indicated in the sri. The stim board was replaced and the device was retested. The device was tested and passed manufacturing specifications. This device is used for therapeutic purposes.